Event description:
Immediately after intubation and prior to surgery; error code seen on hta machine during setup stage - "cassette not engaging".talked to rep for hta, boston scientific, and advised to get another set. Another set opened, procedure completed withouit further issue or harm to patient.what was the original intended procedure?gyn surgery.device #1is this a laboratory device or laboratory test?no.